Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required part/lot number was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled is a ¿titanium implant for total knee arthroplasty better? A randomized controlled study¿ written by jong-keun kim, md, in woong park, md, du hyun ro, md, bong-su mun, md, hyuk-soo han, md, phd, myung chul lee, md, phd published by the journal of arthroplasty accepted by publisher 5 november 2020 was reviewed. The article's purpose ¿was to determine whether ti implants in tka resulted in better clinical outcomes and radiologic results.¿ data was compiled from 108 patients (216 knees) ages 56 to 86 with knee arthritis warranting bilateral primary tka were randomly allocated to undergo ti rotating-platform tka in one knee and cocr rotating platform tka in the contralateral knee. The mean follow-up period was 5.3 years. Specific patient identifiers were not provided within this article. It was noted that all patellae were preserved (natural not implant), and the prostheses were fixed with cement of unk manufacture. Depuy products: depuy low contact stress (lsc) rotating platform knee construct (108 constructs in 108 patients). Adverse events: instability, pain, decreased range of motion, x-ray observed radiolucent lines, medial tibial bone resorption, osteolysis, insert spin out, revision surgery.